Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that for a couple of years the pump had not been functioning and making a "chime" which was thought to be the pump's battery. It was noted that the patient had pulmonary edema and was not a candidate for anesthesia so could not get the pump explanted. No further complications have been reported as a result of this event.